Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was received by failure analysis and the failure was confirmed and replicated. The carriage was loose and misaligned, and wobbled from side to side. The unit was tested on an in-house system and passed normal mode. The unit also passed additional tests, including the carriage testing.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 1 carriage was loose. The customer stated they successfully placed an instrument on the usm, but wanted to know if they could use it. The technical support engineer (tse) advised the customer against using usm 1 but could still use the system as a 3-arm system. The usm was stowed for the rest of the case. The procedure was continuing as planned with no reported injury.